Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that following a total knee arthroplasty, the patient was revised due to loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional corrected information, which was unknown at the time of the initial medwatch.

Event description:
It was reported following an initial knee arthroplasty, the patient was experiencing pain and swelling. The patient was revised due to tibial loosening.

Manufacturer narrative:
Concomitant medical products: psn asf ps 12 mm ply r 3-5cd catalog# 42521400412 lot# 62893917, psn fem ps cmt ccr std sz5 r catalog# 42500605802 lot# 62962741, psn all poly pat ply 29 mm catalog# 42540000029 lot# 62456007. Reported event was confirmed by review of op notes and provided x-rays. The four x-rays were sent for independent hcp evaluation. In the attached report the radiologist notes that 1) undersized tibial component may have increased risk of tibial component loosening in this case, 2) x-rays do show the tibial plate and resected bone to be at different angles, and 3) there is sclerosis of the proximal tibia may be bone reaction to tibial component loosening and micromotion. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.